Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise which resulted in non-sustained episodes and pacing inhibition. The pocket was opened and it was noted that the proximal set screw was frozen. The guidant representative was unable to determine if set screw was fully extended.